Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Low battery icon was not observed during product investigation. No new issues were observed. The complaint is not confirmed.

Event description:
A customer reported her freestyle freedom lite meter displayed a battery icon. The customer stated that on (B)(6), 2011 at approximately 8:30 to 9:00am she was unable to perform a test due to "the battery kept flashing." As a result of this issue, the customer reported "taking too much insulin and passed out". The customer indicated she was at church when the loss of consciousness occurred. No third-party emergent medical intervention was reported. The customer self-treated with orange juice. There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.